Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17474, 3006705815-2022-17476. It was reported that the patient's ipg became inoperable and both leads had high impedances. Reprogramming was unable to resolve the issue. X-rays revealed that one lead was cut and the other lead had migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.